Event description:
A customer contacted physio-control to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device at the product assessment center (pac) and and was unable to verify or duplicate the reported issue. The device was able to power on with no discrepancies. A cause of the reported issue could not be determined.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.